Event description:
It was reported that during a ptca/stenting treatment procedure involving a lesion in an unspecified coronary artery, the express2 otw balloon did not inflate. The merit inflation device was exchanged, but the inflation attempt remained unsuccessful. The express2 otw balloon catheter was removed from the pt and it was noted that there was a leak at the distal tip of the balloon. No adverse outcome to the pt was reported. Pt status is reported as 'good'.